Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, instructed the caller to switch to multiple daily injections (mdi) as a backup therapy, and provided guidance on putting the pump into storage mode before returning it. Shipping details were confirmed, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days.